Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. A return sample evaluation was not performed because tubing was not returned. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 patient in (B)(6) underwent procedure for percutaneous endoscopic gastrostomy with jejunal (peg-j) tube placement. On(B)(6) 2017 the patient started on unknown antibiotics for mild discharge from the stoma and a possible infection.